Event description:
It was reported that the customer experienced a blood glucose (bg) level of 973 mg/dl. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Reportedly, an auto-off alarm occurred. Customer confirmed there had been no interaction with the pump for an extended period of time. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.